Manufacturer narrative:
(B)(4). The sigma device evaluation found the #2, #4, #5, #6, #7, #8, #9, and (.) Keys to be inoperable. It was observed that when any remaining functional keys are selected, an automatic output of the #2 key will occur following the selected key's function (e.g. When the #1 key is pressed 12 will be displayed. When in alphabetic mode and the abc key is selected, ad will be displayed interfering with the mdl drug search). Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted. Sigma device evaluation confirmed that the complaint "door is hard to close with a loaded IV set" was caused by customer damage to the door hooks. This report is being submitted due to the potential for patient injury that could result from the double output of the keypad. The date of event is unknown.

Event description:
It was reported that a pump stated "keypad 3rd + 4th row". It was also reported that the door is hard to close with a loaded IV set.